Manufacturer narrative:
The returned lead was thoroughly analyzed. The leads was examined visually, electrically, and mechanically during the analysis. During this inspection, no deviations from the technical specifications could be found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and ok. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that deteriorating sensing in the ventricle was noted about 1 year after implantation. X-ray images showed that the right-ventricular and the atrial lead are dislodged. The patient was hospitalized, and a revision was performed. No worsening of the patient's state of health was reported.